Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(This is the 2nd of 5 complaints for this product.) The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy after being loaded properly. The hospital did not report any patient effects. The product was discarded. Related complaints; (B)(4).